Event description:
Hosp staff were treating an infant and attempted external pacing. Reportedly, the pacing current would increase when the pacer current level was decreased. Device power was cycled and the problem recurred. The pt was transferred to the or for correction of an implemented pacemaker. There were no adverse effects to the pt as a result of the reported event.